Event description:
The customer reported that the images produced were white resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The dsmp circuit board connectors were cleaned and reseated. The system was then found to be operating as intended.